Event description:
It was reported that the handpiece continued to run on its own. At this time, it is unk if there was patient involvement or adverse consequences associated with the event. Multiple attempts to gather additional information were unsuccessful.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the rotor was stuck in the motor. The motor, drive pin, and rotor, along with other components, were replaced.